Event description:
The patient was not seen by her healthcare provider beyond (B)(6), 2011. After being advised that the pump was at end of life the patient elected not to explant. Normal saline was last instilled in the pump (B)(6) 2011. The healthcare provider was informed on (B)(6) 2012 that the patient was hospitalized in an intensive care unit after suffering a stroke.

Event description:
Additional information: additional information received reported that the pump was still alarming. The patient wanted the alarm turned off. It was also reported that once the medication was removed from the pump, the patient "went through horrible, horrible detox". The physician had told her that there would be no reaction because the patient was on a really low dose. The patient had the shakes, nightmares and didn't know what was happening to her. The patient had 3 strokes and was ¿still battling the effects of those¿. The patient stated she was going to miss the alarm because when she was unconscious from the strokes she heard the alarm and thought "I'm still alive."

Event description:
It was initially reported on (B)(6) 2010 that patient felt that her pump was moving around in her body. As of the date of this report, it was reported that patient had experienced withdrawal, especially uncontrollable tremors, nausea, anxiety, seeing things that were not there and lost 50 pounds. Patient had high blood pressure (bp) during the withdrawal; the systolic level never went below 200 and the bp has stayed high. It was stated that the pump had always flipped and flopped in the body, "pump implant was a nightmare". Patient stayed in the hospital for 3 weeks, got a (B)(6) infection and her lung collapsed and she was in the ICU. Patient was to follow up with her pcp (primary care physician) and ask about silencing the alarm. It was added that was a lot of scar tissue around the pump. Patient was informed by her hcp (healthcare provider) that the pump had stopped working in (B)(6) due to low battery. Patient started to hear the pump alarm in (B)(6) and was occurring every hour due to it being post eos (end of service); however telemetry was not performed. Patient was told by her hcp that she was not going through withdrawal and it was psychological. It was indicated that the hcp was removing medication over the final weeks that she had her pump therapy and adding saline. It was stated that the patient "went through (B)(6) every time the pump was filled, she was punctured many times during each refill to find the refill port". Because of the difficult refills the patient had decided not to continue on with pump therapy. Drugs delivered via the pump were morphine and clonidine. Patient currently didn't have anyone managing her pump and the pump no longer has medication in it. It was added that the hcp "let her go cold turkey" off the pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer report 3007566237-2015-02680 and pertains to this event: information was received from the consumer, regarding a female patient receiving intrathecal morphine (unknown dose and concentration) and one other unknown drug via an implantable infusion pump. The indication for use of the device was unknown. It was reported that the patient had three strokes after the pump, and since her memory is fuzzy. The patient did not have a current managing physician. No other information was given regarding this event. Follow up was conducted for further information regarding whether there was a device concern, what circumstances led to the strokes, and whether the strokes were resolved. If additional information is received this report will be updated. The following information was previously reported in manufacturer report 3007566237-2015-02685 and pertains to this event: the patient reported that the alarm was "ringing all the time now" and said it was going off "every minute, day, and night." There were no reported symptoms. The patient stated they were no longer using the pump, as they did not need it. The patient stated there was no medication in the pump. Actions/interventions taken to resolve this issue and the outcome were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. Drug information on the medication being delivered by the system was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated. The following information was previously assessed as not reportable but now pertains to this event: information was received from the consumer, regarding a female patient receiving intrathecal morphine (unknown dose and concentration) and one other unknown drug via an implantable infusion pump. The indication for use of the device was unknown. It was reported that the pump had been alarming every hour since 2012, but last night it started to alarm every minute. It was reported that the pump is ten years old. The patient had not used the pump in years, and their pain was now under control. The patient did not have a current managing physician. No other information was given regarding this event. Follow up was conducted for further information regarding what circumstances led to the pump alarming, and whether the alarms were resolved. The following information is new information received: in 2012 when the patient went through withdrawal, it was due to the pump going empty. The patient was far away from home and could not find anyone to help her get the pump refilled. The patient stated that the previous doctor was no help at all and continually told the patient that it was all in her head. The patient had "issues" with her blood pressure and "looked like a junkie." Once the patient got through the withdrawal she decided to not get her pump refilled ever again after what she went though. The patient clarified that all of the strokes that she had occurred after her withdrawal issue, so she was certain that there was no drug in the pump at that time. However, the patient was not convinced that the strokes were not in some way related to the pump. No doctor was ever concerned with the pump in connection with her strokes. The patient was unsure why she had the strokes and continued to take medication as a result of them. The patient felt like her mind was slow but was otherwise ok. As of (B)(6) 2015, the pump continued to alarm every hour. No action had been taken to resolve the alarm and the patient refused to go back to see the previous doctor. The patient had been unsuccessful over the last three years in getting anyone else to see her. The patient stated that she would just deal with the alarming.

Manufacturer narrative:
Programmer 8840, serial# unk; catheter model: 8731, (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the pump had been beeping for two days (since (B)(6) 2016). The alarm was consistent with end of service (eos) based on 2004 implant date. No symptoms were reported. The patient does not have a managing physician, and previous health care provider (hcp) will not see her. The pump had not been active for quite some time. Additional information received from the patient was received inquiring if the manufacturing representative can turn the alarm off, as the pump was going crazy. Further information was provided from an primary care physician (pcp) that again stated that the patient did not have a managing physician. The manufacturing representative was contacted and indicated that the alarm needed to be silenced by the managing physician. The pcp was not sure that they want to take on care of the pump. Again further information reported from the patient indicated that the alarm was now "non-stop." The surgeon that implanted the pump was contacted, and did not want anything to do with it. It was advised to have the pcp call the manufacturer patient services about silencing the alarm.

Manufacturer narrative:
.

Event description:
Additional information received from the patient's daughter reported that the managing health care provider (hcp) does not want to contact the manufacturer, and was insisting on removing the pump instead of just silencing. The patient was a high risk patient, and cannot have anymore surgeries (notes that the patient "lost her life" during her last surgery). The primary care physician (pcp) does not want the liability, and wants the managing hcp to work with the pump. The patient's daughter was going see the patient's pcp again, and would talk with him about silencing the alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient's primary care provider was willing to assist the patient in having the pump alarm silenced. The reporter was requesting a company representative's assistance in turning the alarm off.

Manufacturer narrative:
(B)(4).